Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Patient factors may have contributed to this event as the following was reported: there was an extensive and massive thrombus from the apex of the filter, right on top, as well as proximal and distal of the filter. The renal veins were occluded and there were changes in the patient's creatinine levels. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. The current IFU (instructions for use) for this device states the following on potential complication: there have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism with out intervention.

Event description:
It was reported that a filter that had been implanted 10 days earlier, had migrated cephalad 3 vertebral bodies from l2 to t11, and there was an extensive and massive thrombus from the apex of the filter, right on top, as well as proximal and distal of the filter. The renal veins were occluded and there were changes in the patient's creatinine levels. The patient was not a candidate for anticoagulants due to the gi bleed, so the physician started tpa. The filter was initially implanted post op gastric bypass after the patient was treated with coumadin for dvt's and developed gi bleeding. The coumadin was stopped and the filter implanted. The doctor was hoping to retrieve the filter eventually and implant a second one, but at this time the patient is being observed and treated.